Event description:
Caller reported inform system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 141 mg/dl within 1-2 minutes. Reported no adverse event. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.